Event description:
It was reported that the patient underwent placement of an interspinous spacer device at l4/l5. Approximately one month post-op, it was noted that the patient had an infection at the implant site and the device had dislodged. The device was explanted and no further patient complications were reported.

Manufacturer narrative:
(B)(4) (device migrated/"dislodged"): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.